Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presenting via merlin.net with an alert for left ventricular lead exhibiting low impedance. The patient was brought into clinic for further troubleshooting. The thresholds and impedance were stable with good numbers. No.